Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 380 mg/dl. The customer's last infusion set change was on (B)(6) 2011. The customer began experiencing elevated blood glucose levels after the infusion set change. The customer treated with the insulin pump and manual injections, but continued experiencing high blood glucose levels and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.